Manufacturer narrative:
A case of high impedances on the entire electrode was reported to abbott. The physician changed the lead on 16jan2023, no complications during the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Conclusion: the report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient was not experiencing effective stimulation due to high impedances and a fracture on their lead. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Event date is estimated.